Event description:
Indication: common variable immunodeficiency, unspecified. Pt's spouse reports that freedom 60 pump (serial number and expiration date not provided) is broken and acting up. Specifics not provided. Pharmacy to replace device. Unknown if pt missed a dose due to product issue. No adverse event reported due to product issue. Unknown if device is available for return. No further information provided. Reported to (B)(6) by pt/cargiver.